Event description:
During a liver transplant, the Belmont Rapid Infuser RI-2 displayed a heating systemerror. The error message read: "System Error #102- Infusate over temperature. Discarddisposable and blood. Restart System with a new disposable. Service machine if errorpersists." The device was unusually hot to the touch as well.